Event description:
The patient was undergoing a voluntary sterilization procedure. The doctor attempted to fire the spring into the fallopian tube. The patient's fallopian tube spasmed at that time expelling the spring.